Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a severely calcified vessel. A 4.0mmx40mmx135cm sterling balloon catheter was advanced for dilatation. However, during first inflation at 4 atmospheres for 2 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was good post procedure.